Event description:
It was reported that a wireless battery module would not connect to the customer's wireless network. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The eval confirmed that the device would not connect to a wireless network. The device failed testing due to a "net time out error" caused by a failure on the radio printed circuit board. The device was un-repairable and removed from service.